Event description:
Procedure: when trying to filter/pull up blood products from bag into the syringe, blood filter cracked at manufactured connection. No known harm to patient. New filter used without problem.